Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, the patient experienced pain due to the eroded mesh and required additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.